Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (b)(64) 2015 a customer had an issue with an adapter used with a pd catheter. The customer reports the patient called stating there was a hole in the pd catheter. The hole was repaired. The patient was treated with ip abx for gross contamination. The patient discovered a hole when starting pd on the cycler. The patient went to the ER first, was then instructed to go home and call home department. A hole was present at the barbed area of the adapter.

Manufacturer narrative:
Submit date: 2/1/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, incoming performs acceptance sampling inspection, which would identify issues in the adapter ports. This complaint will be used for tracking and trending purposes.